Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event happened during testing in biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified multiple events of system error 345. The upstream and downstream thermistor were within specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.